Manufacturer narrative:
Fdr 3221 no longer applicable as lead was never returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the lead had a bent tip which occurred when the stylet was removed, after implantation. Impedances were tested using an external neurostimulator after the bend was noticed and found to be within normal range. It was noted that the lead was visually inspected by a manufacturer representative (rep) and implanted during stage 1 with the surgeon using an image intensifier (ii) to confirm the lead placement. The first image showed the lead with the stylet in place and the lead appearing to be straight. However, once the stylet was removed the lead appeared to be kinked at the tip. No actions/interventions were taken as a result of the issue, and the issue was unresolved at the time of the report. The patient status was alive - no injury. No further complications are anticipated.